Event description:
Upon removal of the catheter from the intended embolization site in the patient's middle meningeal artery, onyx leaked out of the catheter causing the catheter to stretch and snap off. Piece of the microcatheter was retained inside the patient's artery.